Event description:
It was reported that on (B)(6) 2024, a 23mm navitor valve was chosen for implant using a flexnav delivery system for a transcatheter aortic valve implantation (tavi). Prior to the procedure, the patient had a mild, stable pericardial effusion. Patient was administered heparin, and activated clotting time (act) levels were above 250 seconds. During the procedure, the valve was successfully implanted without difficulty. Immediately after the deployment of the valve, the blood pressure began to go down, and the effusion was noted to be larger at this point. After the procedure, the patient began experiencing hypotension. On transthoracic echocardiogram (tte), it was noted that the effusion had become moderate and then severe, developing into cardiac tamponade. A pericardiocentesis was performed but was unsuccessful. The surgeon made a small window in the patient's chest and drained the effusion. The patient stabilized. On (B)(6) 2024, the patient was extubated. The physician believed that due to the location of the effusion that the pre-existing effusion was exacerbated by the pacemaker lead. The patient status was reported as stable and was discharged 2 days later.

Manufacturer narrative:
An event of patient effects low blood pressure hypotension, and pericardial effusion led to cardiac tamponade were reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident appears to be related to procedural condition, per case detail, the physician believed that due to the location of the effusion that the pre-existing effusion was exacerbated by the pacemaker lead. There is no indication of a product quality issue with regards to manufacture, design, or labeling.